Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. On (B)(6) 2018, the result from sample a from the patient was 619 miu/ml. This result was generated from a cobas e 411 immunoassay analyzer. On (B)(6) 2018, the result from sample b from the patient was 30 miu/ml. This result was generated from cobas 6000 e 601 module serial number (B)(4). On (B)(6) 2018, the result from sample c was 5056 miu/ml. All of these results were reported outside of the laboratory. The physicians believed the result from sample b to be erroneous. The customer repeated the sample on (B)(6) 2018 and the result was 1340 miu/ml. This result was believed to be correct. There was no adverse event. The customer switched from reagent lot 240444 to reagent lot 259199 on (B)(6) 2018 after the event. The customer believed the issue was isolated to the reagent pack in use at the time of the event and refused a service visit.

Manufacturer narrative:
Humidity in the laboratory on the date of the event was below the specification stated in product labeling. The investigation was unable to find a definitive root cause.